Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device revealed the link was pulled from the posterior cuff during the needle plunger retraction resulting in a failure to retrieve the suture. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose a-t device after a coronary angioplasty interventional procedure. Reportedly, when the plunger was removed no suture was present. Two more perclose a-t devices were used with the same results. A non abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was a less than thirty minute delay in procedure. The physician is reportedly trained in the use of the perclose a-t device. No additional information was provided.